Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the head part and lot number combination. A search of the complaint database found one prior report for the stem part and lot number combination; however, review of the as400 system show that 12 other devices from the stem reported lot have been delivered and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address shoulder pain.